Event description:
A (B)(6) male patient's nurse called zoll customer to support to report that the device was displaying code 204. The patient received a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 204) was confirmed. Upon investigation the monitor was showing service code 204 when connected to an electrode belt. Further evaluation revealed that y402 was not seated correctly. Y402 is an smd crystal oscillator that is necessary for monitor-electrode belt communication. The cause for the improper seating of y402 was improper soldering was unable to be determined. No adverse event resulted from the improperly seated y402 oscillator. The patient received a replacement monitor.